Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. Lens was removed due to lens tear. Lens was cut to remove from eye. No pt injury.

Manufacturer narrative:
(B)(4)